Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 8:30 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of "449 mg/dl" with the subject meter. The patient stated that he manages his diabetes with a combination of long and short acting insulin (self-adjuster). In response to the elevated result, the patient claimed he took extra short acting insulin (amount not reported) and developed symptoms of "not responding to his wife and not in his own mind." His wife called an ambulance for assistance. The patient claimed he was treated by the paramedics with oral glucose and transported to the emergency room (ER) where he received intravenous (IV) fluids. After treatment, the patient claimed his blood glucose was measured on the ER meter and a result "140 points lower" than the subject meter was obtained; exact results were not provided. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on an alleged inaccurate high result obtained with the subject meter.